Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Infusion set was discarded by patient.

Manufacturer narrative:
The complaint cannot be verified. Since no material has been returned from the customer and no lot number is known, no investigation could be performed. Therefore the complaint cannot be verified. As the product has not been returned for investigation and the lot is not available, the complaint could not be replicated.

Event description:
On (B)(4) 2013, (B)(4) reported patient's trainer stated patient was experiencing infusion site leaking. On follow up call patient reported she noticed the leaky infusion headset because it was wet around her infusion site. Patient stated she did not think it was poor absorption and the infusion set cannula was not bent when she removed the headset. Patient reported the issue has occurred about 5 times. Patient stated she thinks she may be hitting scar tissue and that is causing the infusion set cannula to leak. Patient reported she discarded the alleged infusion set and her trainer is ordering a different type of infusion set. Patient is using the insertion assist device. Patient stated she did hear the audible click when she attached the infusion set tubing to the headset. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.